Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume was greater than the expected residual volume at the last two refills. The last one was healthcare provider was expecting 2 and got 3, the one before that they were expecting 4.8 and got 7. Since (B)(6), the patient gradually became more spastic and was not responding to increases. The patient was on flex dosing with a bolus at 6am and 6pm. A dye study was done and there were no problems administering it and it did not reveal any problems. The patient recently lost weight and was sent him for a gi workup. There were no abnormalities. The logs looked normal and there were no alarms. It was noted that the patient sometimes hears a "clicking" from the pump. The patient wanted the pump turned down. The device system was used to deliver lioresal. It was later reported that the patient had an MRI on tuesday ((B)(6) 2013). The pump motor stalled at 17:18 and recovered at 18:21. The patient had a seizure on friday ((B)(6) 2013), experienced stiffness and couldn¿t move his left leg. On the day of the report, the patient was still having a little trouble with his left leg. It was noted that the patient was also taking oral medication.